Event description:
This mitraclip delivery system report is conservatively filed for death of unknown cause. It was reported that two mitraclips were implanted on (B)(6) 2013 in the patient with functional mitral regurgitation (mr) reducing the mr from 4+ to 2+. At a follow-up visit on (B)(6) 2014 the patient was found to have a gastrointestinal bleed and was re-admitted to the hospital. The patient expired on (B)(6) 2014 of unknown cause. There was no additional information provided.

Manufacturer narrative:
(B)(4). (B)(6). The mitraclip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed report, additional information was received indicating the patient was hospitalized from (B)(6) 2014 after presenting to the emergency department with rectal bleeding. During this hospitalization he also had an exacerbation in congestive heart failure with exertional dyspnea, fatigue, and lower extremity edema. The echocardiogram showed mild mitral stenosis, severe mitral regurgitation, and a left ventricular ejection fraction of 54%. The patient died in the hospital as an inpatient on (B)(6) 2014. The immediate cause of death was acute and subacute systolic heart failure. Conditions leading to the immediate cause of death include myocardial infarction and ischemic mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system (cds). The reported patient effects of dyspnea, mitral regurgitation (mr), heart failure and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the recurrent mr, mitral stenosis, heart failure and death, and their relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.